Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional states that the company lens was implanted on 2011. During latest eye examination significant glistening (cloudy) was noticed and also the patient experienced blurred vision. Hence the surgeon exchanged the lens and implanted with another lens in the secondary implant procedure.

Manufacturer narrative:
The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Iol returned positioned incorrectly in the iol (intraocular lens) case. The lens is pressed against two posts of the lens case base well. Solution is dried on the iol. The optic is torn/split-cut dividing the iol, the two iol segments are adhered to each other with solution. No glistening observed on dry iol. The iol was cleaned for further evaluation. No glistening observed on cleaned and wet iol. A cell phone photograph of a slit lamp image of a dilated eye was provided with a report of glistenings. The image shows discreet refractile bodies where it is difficult to determine the location relative to the lens or discern more information based on the appearance. If located within the bulk of the lens, the appearance could be consistent with microvacuoles associated with glistenings as reported. Further identification would require clinical assessment beyond this image review. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).